Manufacturer narrative:
Device evaluated by MFR: visual and tactile inspection of the returned device was performed. A blood-like substance was visible in the inner surfaces of the device. A shaft separation was observed approximately 25cm from the distal tip. The fracture surfaces were consistent with a fracture due to tensile overload. Microscopic examination of the distal end of the device revealed that the balloon had bunched-up. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the tip of the catheter became detached. The lesion was located in the anterior tibial artery. At an unspecified time during the procedure, the tip of the 2.5mm x 30mm sterling balloon catheter, including the inflated balloon, detached. The device was able to be removed. There were no additional patient complications reported and the patient's condition was reported as okay.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the tip of the catheter became detached. The lesion was located in the anterior tibial artery. At an unspecified time during the procedure, the tip of the 2.5mm x 30mm sterling balloon catheter, including the inflated balloon, detached. The device was able to be removed. There were no additional patient complications reported and the patient's condition was reported as okay.

Event description:
It was further reported that the target lesion was 95% stenosed, mildly tortuous and moderately calcified. The tip, including the inflated balloon, detached during the first inflation at its rated burst pressure (rbp). The detached portion was able to be pulled into the sheath utilizing the guide wire. The procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4)